Event description:
A nurse reported that during the cataract surgery intraocular lens (iol) it was found that, the haptic was severed. Broken haptic was noted once lens was in the eye. There was no impact to the patient. The procedure was completed the same day with the new replacement lens. Incision was not enlarged to explant the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Half of the lens and the disassembled lens case were returned inside a large biohazard bag in the lens carton. The optic was cut into pieces, typical of an insertion and removal. Only one half of the lens was returned. This half included one haptic area with a full, intact haptic. The other half of the lens was not returned. An evaluation of the other haptic cannot be performed. The anterior and the posterior optic surfaces had linear cracked damage in the shape of an instrument used to grasp both surfaces of the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic were used. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. Only one half of the lens was returned. This half included one haptic area with a full, intact haptic. The other half of the lens was not returned; therefore, the reported complaint of "haptic was severed" cannot be confirmed. The optic was cut into pieces, typical of an insertion and removal. Linear cracks were observed on the optic, typical in appearance to damage from an instrument used to grasp the lens. It is unknown if a qualified handpiece was used. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company lens 20.0 diopter lens was removed and replaced with another cc60wf 20.0 diopter lens. The manufacturer internal reference number is: (B)(4).